Event description:
On (B)(6) 2013, the reporter contacted animas and reported an intermittent power issue with the pump. There was reportedly issues with short battery life with occasional power loss. The reporter stated the pump will shut off and the patient would have to disconnect and re-boot the pump. The patient reportedly replaced the battery and the power issue was not resolved. Multiple ¿replace battery¿ and ¿low battery¿ warnings were noted in pump history. The battery type used was reportedly a duracell alkaline battery. The reporter denied damage to battery compartment but stated there was corrosion at the bottom of the compartment. The patient reportedly stopped using pump and went on manual injections. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.